Event description:
The whole family came down with a virus similar to a cold. I took my (B)(6) son for a rapid covid test so he wouldn't miss school. I was noticed that he had tested positive for covid 19 and was contacted by the health department. Due to the positive test the whole family which was also ill tested and we were negative. This lead me to believe he was a false positive, so I notified his pediatrician and had him tested again the same week. This second test came back negative. FDA safety report ID# (B)(4).